Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose and ketones. Subsequently, the customer was taken to the emergency room. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.